Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 2 closed samples from customer and 36 closed samples from our stock for analysis. To evaluate the conformity of these units, we performed the following tests: knot security control has been conducted with the closed samples received and results are into the current range for this thread and size. Knot pull tensile strength results conducted on the closed samples analysed are 3.16 kgf in average and 2.90 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum. These values are in the usual range for this thread and size. As stated in the instructions for use of the product, the knots have to be positioned properly and adequate knot security given (square and flat knots). The surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the tests realized to the closed samples received and the batch manufacturing record review, the product complies with the specifications of european pharmacopoeia/b. Braun surgical specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence, and the case is considered not confirmed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premicron suture. The customer reported that as part of a minimally invasive valve intervention, the pericardial holding sutures were placed using b. Braun premicron 2/0 (new standard after replacement of products of another manufacturer). All six holding sutures loosened (as has happened several times before), resulting in a complete loss of exposure. All holding sutures had to be replaced with sutures of another manufacturer during the clamping time. The entire process constitutes a patient safety risk due to impairment of a secure surgical workflow and prolongation of the clamping time (which is directly correlated with mortality in the literature). Additional information has not been received.